Event description:
The customer observed elevated results (above normal range) on a patient sample using atellica im ca 19-9 lot 522 that were considered discordant compared to a lower result (within the normal range) on an alternate ca 19-9 testing method. The elevated atellica im ca 19-9 results were not reported to the physician. There are no allegations of patient intervention or adverse health consequences due to the discordant ca 19-9 results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens customer care center to report an observation of repeatedly higher (>500 u/ml) results on a patient sample tested with atellica im ca 19-9 lot 522 compared to a lower result obtained on an alternate ca 19-9 test method. Siemens' investigation included an assessment of reagent, instrument, and sample data. Reagent and instrument issues were ruled out based on qc recovery within acceptable ranges, sample results were repeatable, and no issues were reported with other patient samples. Return of the patient sample for further investigation is not possible due to china custom issues. Based on the available information, the cause of the discordant result is consistent with a sample specific interferent. The customer is operational. The instructions for use (IFU) states: "warning the concentration of ca 19-9 in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay for ca 19-9 used. Values obtained with different assay methods cannot be used interchangeably. If, in the course of monitoring a patient, the assay method used for determining serial levels of ca 19-9 is changed, the laboratory must perform additional serial testing to confirm baseline values. The atellica im ca 19-9 assay is based on the 1116-ns-19-9 antibody available through agreement with fujirebio diagnostics, inc. Assays using antibodies other than 1116-ns-19-9 may give different results." "Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease." " patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies. Additional information may be required for diagnosis."